Event description:
Caller reported a cracked and shattered touchscreen, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement under warranty and guided the caller on placing the pump in storage mode before its return, which the caller acknowledged. The caller used manual daily injections as a backup therapy to ensure uninterrupted insulin delivery.